Event description:
Both right and left gloves split after about 3 minutes of use while cleaning up stool. Clean guard maximum protection nitrile gloves, lot 660000.

Event description:
Both right and left gloves split after about 3 minutes of use while cleaning up stool. Clean guard maximum protection nitrile gloves, lot 660000.